Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was worn on the arm for between 37 and 48 hours. The patient reported a serious incident involving an insulin pod used on (B)(6). The pod was applied around 20:00 to the upper arm; later after midnight on (B)(6) the patient began vomiting and experienced high blood glucose alarms. After approximately 48 hours the pod was removed because the pod was empty. The patient¿s blood glucose was reported to reach 33.2 mmol/l (597.6 mg/dl). The patient was taken by emergency services to (B)(6) and admitted to intensive care with severe hyperglycemia. According to hospital staff, the pod¿s cannula deployed but did not enter the skin, resulting in no insulin delivery. A doctor at the hospital took possession of the pod, intending to file a complaint; the user no longer has the pod and could not re-establish contact with that doctor. The patient was treated with small hourly insulin doses, approximately 2 units per hour, and then later increased to higher doses while on the ward. The patient later resumed using their pump when in measurable range.